Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included a recommendation for additional evaluation of the armrest cable connections on the motor control electronics board and a possible replacement of the armrest motor. The error logs indicated that the three-phase motor did not respond as expected during armrest movement, resulting in repeated ergo faults. The complaint was resolved by capturing the details and closing the record, with all repair details to be documented separately.

Event description:
It was reported that after a procedure using the da vinci 5 system, the customer experienced repeated armrest ergo faults. The caller indicated that the faults persisted on the system, resulting in the surgeon having to hunch over while working at the console. The customer requested a field engineer to inspect the system as soon as possible. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse inspected the cable connections on the manipulator controller ergonomic base (mceb) board and found the j21 cable was not fully seated. The fse unplugged and plugged the cable back in and the error was resolved. The fse performed six power cycles to ensure the error did not reoccur. The system was tested and verified as ready for use. The root cause is attributed to an improperly seated j21 cable on the mceb board. This issue may be resolved by fse service to properly seat the cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the issue did not affect the procedure. The procedure was completed robotically using the same surgeon console. The surgeon was a little uncomfortable with the ergonomics settings and had to slightly bend to work with the console.

Event description:
Refer to h11 for follow-up information.